Event description:
Implantable drug infusion pump needed to be explanted and replaced because the pump was inaccurately dosing (overdosing) due to malfunctioning of the pump reservoir itself. There had been a significant discrepancy between the amount of medication that should have been retrieved from the reservoir per the pump injector versus what was actually obtained on aspiration, measuring upwards of 7-8 ml of medication each time.